Event description:
It was reported that patient experienced muscle spasms around the rib cage since the implant. As a result, patient underwent surgical intervention where in the system was explanted.